Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. The helix was broken at 35.5 cm distance from the tip of the catheter. Therefore, the investigation is confirmed for the reported break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via right contralateral access, the catheter allegedly hit a spot where the catheter bogged down. It was further reported that the helix was not connected to the catheter. Reportedly, the catheter and the helix remained partially in the sheath and partially in the left superficial artery and was able to snare the the helix and it was removed from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer (d3) and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024). Device pending return.

Event description:
It was reported that during a recanalization procedure via right contralateral access, the catheter allegedly hit a spot where the catheter bogged down. It was further reported that the helix was not connected to the catheter. Reportedly, the catheter and the helix remained partially in the sheath and partially in the left superficial artery and was able to snare the the helix and it was removed from the patient. The procedure was completed using another device. There was no reported patient injury.